Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump is alarming battery out limit. The device is having continues battery issues and currently it has a blank display. Customer's blood glucose was unknown. Troubleshooting was performed for blank display and the display returned after inserting a new battery but it alarmed battery out limit. Customer stated the alarm reoccurred through three packs of batteries. Troubleshooting was performed for the alarm. Customer stated he let the battery out for greater then the time allotted. Customer was advised to monitor the device and call back if any issues occurred. The device is not returning for analysis.